Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed the ccd module as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
Lines in image, ccd filter becomes detached. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. If additional information becomes available, a supplemental report will be filed with the new information.